Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of either a r or t wave, resulting in inappropriate atrial tachy response (atr) episodes. It was noted that the right atrial (ra) sensitivity had been programmed after the implant procedure, due to small p wave amplitude. Reprogramming was performed which resolved the issues. Then, it appeared there were many rhythmic and atr episodes. An alert for atrial automatic threshold detected as greater than programmed amplitude or suspended was observed. Technical services (ts) discussed it was physician discretion on how to proceed as the previously increased sensitivity and blanking programming was already at maximum. This ra lead remains in service. No adverse patient effects were reported.